Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The field representative called the site to inquire further about the reported event. They advised him that the issue was resolved and they were using the system without any problems. The field representative assumed that they rebooted the system a second time which resolved the issue. As a result, no on site system checkout took place, no parts were replaced or returned and no further issues were reported. Site staff resolved the issue.

Event description:
A site representative reported that the imaging system got stuck on 'system booting, please wait' message and would not move past it. A system reboot attempt did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that the issue occurred while a patient was present in a spinal fusion. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.